Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was shut down, not turned on and the device was not communicating. A field service engineer (fse) troubleshooted, remote assisted the customer and resolved all reported issues except for the ativan fridge. The fse then replaced the controller and cable, reconfigured, completed testing and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station was shut down, not turned on and the device was not communicating. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.